Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient presented to the clinic after receiving a notifier for out of range lead impedance. The lead exhibited one high out of range measurement on each svc vector. All other measurements were within range. Out of range measurements were not reproducible. The patient would be monitored.